Event description:
The patient received her scs system, which included two percutaneous leads and an ipg, on (B)(6)2009. The patient suffered a fall nine weeks post-implant and broke 5 ribs. The patient also reported feel pain in her back near the lead anchor point and a loss of stimulation form the scs system. Although, the lead appeared to be functional, an x-ray found it had migrated down lower in the epidural space. The lead was explanted and replaced. The explanted lead was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead as received has channels 2 and 7 shorted and channels 5 and 8 shorted. Flex testing indicates that the shorts are at the terminal end electrodes. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 days reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.